Manufacturer narrative:
Device evaluation: d10, g4, h2, h3, h6, h10.results of investigation:a vyaire medical failure analysis technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent "motor fault" alarm during startup and while cycling. The customer stated no patient involvement with this event.